Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to a cholesteatoma, the device was explanted. As per additional information there was a recurrent infection and an extruding electrode.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the limited information received from the field the recipient was explanted due to unrelated medical reasons namely cholesteatoma. Further, the recipient suffered from re-occurring infections and extrusion of the electrode, which was not described in detail. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
Due to a cholesteatoma, the device was explanted. As per additional information there was a recurrent infection and an extruding electrode. Despite requested, no further information was received.